Event description:
Information was received indicating that during pre-testing of this smiths medical medfusion 4000 pump, the pump exhibited primary audible alarm bgnd test or primary audible alarm post upon powering on of the device. Reported no patient involvement.

Manufacturer narrative:
H3: the device was not returned for evaluation, however; a smiths medical field service technician repaired the device on site. The initial condition of the j9 connector was not correct per procedure, but the connector was in good condition. The glue was installed per procedure. The reported alarm issue was unable to be confirmed or duplicated.